Manufacturer narrative:
Concomitant medical products: 439878 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer wondered why the longevity estimate keeps going down faster than how long its actually been implanted? It was noted the device had reached battery depletion prematurely. The device remains in use. No patient complications have been reported as a result of this event.